Event description:
It was reported that before treatment the console fan was not working and started to overheat. After the case the console was brought down to biomed where they confirmed the unit fan was not running. There was no harm or injury to the patient. There was no harm or injury to the patient.